Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced throwing up and the patient was brought to the hospital in her parents¿ car and at the hospital the dexcom sensor and the insulin pump were removed. When the patient arrived at the hospital the cgm was reading low and the blood glucose reading was 570 mg/dl. Intravenous treatment with electrolytes and insulin was started. The patient stayed a total of 3 days in the hospital before she was discharged. At the time of the report the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.